Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up visit, diagnostic issue was observed on the device. A quickopt test was attempted however was unsuccessful as the p-waves and noise was no longer was sensed. The quickopt test could not be completed. The root cause of the issue was unknown. The issue was not resolved. Patient was stable.